Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device's alarm was not functioning as expected. There was patient involvement associated with the reported event. The patient's family advised the reporter that the device would not alarm when the family would switch the patient to her travel vent, which is also a vocsn. There were no reports of patient harm as a result of the reported issue. No further details were provided. Ventec has reached out to the reporter for additional information about the patient, but no response has been received.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it not alarming as expected could not be duplicated or confirmed. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.

Manufacturer narrative:
H6: the reporter responded to ventec¿s requests for additional information about the patient. The reporter also confirmed that the patient is doing well. Ventec continues to investigate the reported issue. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.